Event description:
Pt was found at 5:25 am with head through siderails, face down. Her neck was either on bottom bar or night gown was pulled tight around neck. There was a red mark on side of neck. Pt had expired.